Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon burst at a diameter of 20mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4)